Manufacturer narrative:
Through follow up with the surgeon, the following information was learned: prior to surgery there was nothing controversial. A total of five devices were used in the treatment of this patient. A physio ring (s/n unknown) was explanted at implant due to a failed ring repair (see MDR#2015691-2010-13651) and was discarded at the hospital. A 6900p valve (B)(4) was explanted at implant due to mitral regurgitation (see MDR#2015691-2010-13652) and will be returned for evaluation. A second 6900p valve (B)(4) was implanted in the mitral position for mvr and remains implanted. An mc3 ring (B)(4) was implanted in the tricuspid position for tricuspid annuloplasty and remains implanted. The patient also had another device implanted in the aortic position, which also remains implanted. However, it was determined to be not reportable, as it is not commercially available in the united states. Cause of death was provided as acute heart failure due to bleeding. The surgeon does not think there were any problems with the devices. The surgeon also commented that it is unknown if the devices are related to the patient's death. There is no mention of a tee available. No operative report will be provided. There is no additional information available. This event was determined to be reportable per edwards lifesciences procedures. No customer letter requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned. Device remains implanted.

Manufacturer narrative:
Additional manufacturer narrative:(B) (4) provided for device mentioned in MDR# 2015691-2010-13652.

Event description:
Reportedly, the patient expired due to acute heart failure after an implant duration of .03 months. Implant duration for this device was 1 day. Avr, mvr and tap were performed within the same operation. After the patient's chest was closed, blood pressure dropped right before the patient was transferred to ICU. Chest was reopened and surgeon stopped the bleeding. Iabp and pcps were used. Device remains implanted. No autopsy was performed.

Event description:
Reportedly, the patient expired due to acute heart failure after an implant duration of .03 months. Implant duration for this device was 1 day. Avr, mvr and tap were performed within the same operation. After the patient's chest was closed, blood pressure dropped right before the patient was transferred to ICU. Chest was reopened and surgeon stopped the bleeding. Iabp and pcps were used. Device remains implanted. No autopsy was performed.